Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the emergent endovascular treatment of a ruptured/dissected thoracic aortic aneurysm in zone 2. It was reported that although the aneurysm had ruptured prior to stent graft implantation, the patient's hemodynamics was stable when they underwent the emergency tevar. The treatment for the rupture was completed with a residual type ia endoleak. Due to the patient's liver condition which had been deteriorated, the physician decided not to perform further treatment. The patient will be monitored. No clinical sequelae were reported.